Event description:
Adverse event: "halos" (halo). Product problem: "none reported" (no information [iol (intraocular lens) implant]). A materials manager reported an intraocular lens (iol) was exchanged due to the patient seeing halos. In a phone follow up with the surgeon, he reported that following the iol exchange the patient is not longer seeing halos. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/30/2010, 05/06/2010, and 05/17/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).